Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet after placement, leading to pairing failed and dosing stopped alarms on the pump; the agent guided the user to enter a fingerstick value to resume dosing, and ultimately transferred the user to dexcom when pairing failed again, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the ilet and the g7, with the issue traced to an electrical/magnetic component, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.